Manufacturer narrative:
(B) (4). (B) (4) - wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00577. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a cesarean section on (B) (6) 2010 and suture was used to close the subcutaneous tissue. The incision's exterior suture dehisced on (B) (6) 2010 and required resuturing. The patient was brought back to surgery in order to re-close. No additional information is available.